Event description:
It was reported that both the patient's right atrial and right ventricular leads exhibited noise via merlin.net. Multiple episodes of high ventricular rate and noise reversions were noted. Fractured leads are thought to be the cause of the noise. No intervention was performed. The patient is stable and will be monitored.